Manufacturer narrative:
The peeling of the coating on the insertion section of the scope was found to be due to deterioration. In addition, during inspection and testing, service found the bending angulation was out of specification, the light guide lens adhesive had peeled off, the adhesive rubber was stretched, and adhesive was chipped. Multiple components exhibited scratches, peeling, and wear due to external forces. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was a problem with the aspiration system of the tracheal intubation fiberscope. There was no patient harm or user injury reported due to the event. The device was returned to an olympus service center for evaluation and the customer's complaint was not confirmed. However, device inspection and testing found the coating of the scope insertion tube was peeling off. This report is being submitted for the reportable malfunction of the scope insertion tube coating peeling off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to repeated excessive wiping of the outer surface of the insertion section, or chemical deterioration by chemical solutions. It is recommended to the user to inspect prior to use and on a regular basis continuously. It is recommended to the user to instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.